Event description:
The customer reported a particle broke off inside the patient during a diagnostic cystoscopy procedure involving an olympus cystonephrovideoscope. The particle was confirmed on the scope image and removed. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.